Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor was difficult to tension. During tensioning of the blue #2 fiberwire around the labrum, the suture was very hard to pull and ultimately broke midway along its length. Despite the breakage, there was sufficient remaining suture to fully tension the anchor, although the surgeon had to apply force. The suture did not become bound up. The case was completed with all three initial anchors left implanted in the patient. This issue was discovered during a procedure on (B)(6) 2026, and no patient harm was reported. Additional information was received on 25-feb-2026: during a slap repair procedure, all broken suture fragments were removed from the patient. The sutures were ultimately cut at the labrum as part of the standard technique. The three initial anchors remained implanted and were used to complete the repair. All anchors were seated in bone; however, one anchor did not fully tighten and remained slightly loose around the simple stitch, though the surgeon deemed the fixation acceptable. All anchors were intact when fully seated. Information regarding case delay or the administration of additional anesthesia was not provided.